Manufacturer narrative:
The date of manufacture for model # 3401, (B)(4) is august 20, 2015. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this local representative contacted boston scientific's technical services (ts) to report that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. A portion of the electrode was extracted due to infection. The device and proximal portion of the electrode will remain implanted. The physician plans to revise the system once the infection site has been resolved. Ts informed the local representative that the device will start to generate beeping tones (16 times every 9 hours) after a weekly impedance check. Ts commented that the impedance check cannot be programmed off. The beep tones can be terminated with device interrogation until the next weekly impedance check. Device beeping would resume at the same interval.

Manufacturer narrative:
Despite multiple requests, no additional information was received from the field.the explant date of the device and portion of the electrode was not reported.

Event description:
It was reported that this local representative contacted boston scientific's technical services (ts) to report that this patient was presented back to the electrophysiology (ep) laboratory on (B)(6) 2016. A portion of the electrode was extracted due to infection. The device and proximal portion of the electrode will remain implanted. The physician plans to revise the system once the infection site has been resolved. Ts informed the local representative that the device will start to generate beeping tones (16 times every 9 hours) after a weekly impedance check. Ts commented that the impedance check cannot be programmed off. The beep tones can be terminated with device interrogation until the next weekly impedance check. Device beeping would resume at the same interval. Boston scientific received information that the device was received at boston scientific's return products department on july 22, 2016. A proximal portion of the electrode was returned still attached to the device.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. This follow-up 001 report was not submitted previously. As per request by the FDA on march 7, 2024, follow-up 001 has been resubmitted in an effort to release follow-up 002 from hold status.